Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The pump had a crack on the right plunger case. There was a primary audible alarm. Occlusion testing was performed, and the issue was unable to be duplicated. The operator replaced the speaker for preventive maintenance and all functional testing.

Event description:
Information was received indicating that medfusion 3500 pump displayed a system failure audible alarm. There were no adverse events reported.